Event description:
It was reported that during elective system explant procedure, when the lead was extracted using a laser sheath, the svc was torn which lead to open heart surgery to repair acutely. The patient had successful surgery and was discharged a few days following procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.